Manufacturer narrative:
Clinical assessment was unable to be completed as these reported events were found during a publication review where the patient information is anonymous and specific device information for this patient is not provided. Based on the information within the publication and absence of patient and device details, the reported events and a root cause could not be definitively identified. The device remains implanted; therefore, a device evaluation cannot be completed. The manufacturing lot evaluation could not be completed as the device information is anonymous. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: h6: result code ¿ remove 3233; h6: conclusion code ¿ remove 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Devices remain implanted in patient.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation prime abdominal aortic aneurysm stent. Approximately two (2) years post initial procedure, the patient presented with severe posterior mid-abdominal pain, a contained aortic rupture, and a retroperitoneal hematoma. The physician elected to treat the patient by trunk embolization and implanting an aortic cuff device. No complications were detected at 3-month follow-up. This event was reported by scientific literature and therefore, no patient identifiers, procedure dates, or device information was provided.